Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
User reported that the internal leakage test failed during pre-use check. A field service engineer checked and found that the air gas module was defective. The failed air gas module was returned for further investigation. The returned air gas module has been tested on a ventilator and it failed with internal leakage test during pre-use check. The failure was caused by a defective delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to an inaccurate gas flow regulation which will be detected during pre-use check, alarms will be activated if the failure occurs during ventilation. It was noticed by visual inspection that there were moisture traces in the filter housing of the air gas module which is the root cause of the delta pressure transducer's failure. The most probable source of the water inside an air gas module was moist air from the hospital's external compressor. According to the user´s manual maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).